Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was seeing a prompt that stated the impedances should be investigated. When looking at the right gpi all monopolar values were within range. The bipolar values were all green except for pair 8 and 9 that had values of 146 ohms.